Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, rupture, silicone migration, and granuloma.

Event description:
Patient reported "has been experiencing a lot of pain." Healthcare professional reported "capsular contracture, implant rupture." Baker grade is IV and "few superficial radial folds." Healthcare professional later reported "neurotic pain." This is for the right side device. The device still remains implanted.